Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviations related to the reported events. The complaint cannot be determined.

Event description:
Customer advised they are experiencing under-filling tubes. Customer has been using the lot but recently is seeing under-fills. Tubes are stored at room temperature. All draws are performed with competitor's safety-lok winged set. The tube is always the last one drawn so the line is primed. Draws are performed at off-site locations and on-site with under-filling experienced at both. Amount of specimen is well- under 0.1ml of the minimum.